Event description:
A hospital in (B)(6) reported that the connection between the water feed tube and chamber dome of an mr290v autofeed humidification chamber was broken. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290v vented humidification chamber was returned to fisher & paykel healthcare in (B)(4) and visually inspected for damage. It was observed that the connection between the chamber dome and water feedset tubing was broken. A lot check revealed no other complaint of this type for lot number 110506. The feedset tube on the returned mr290v chamber was found to be broken. The break was rough, suggesting that the damage may have occurred as a result of the feedset tube being pulled away from the dome. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. This suggests that the feedset was damaged after production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).